Event description:
It was reported that during implant the right ventricular (rv) lead would not take the shape of the stylet and the physician had difficulty maneuvering the lead. Multiple attempts were made. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).